Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and undersensing on some stored electrograms (egm). It was also reported that the right ventricular (rv) lead exhibited undersensing on some stored egm. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.